Manufacturer narrative:
Upon further review on 12/24/2024 it was identified that section h11 was invertedly not updated with section d6a information hence. Section d6a: if implanted, give date: unknown, information not provided. No further information was provided.

Manufacturer narrative:
Additional information: device evaluation: the customer provided photo that was evaluated by a post market safety surveillance officer. It was observed a small defect (lack of surface continuity) in the lens periphery. The location of the issue may have allow probability to impact the patient visual function if remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined per a photo assessment. No further evaluation was performed and no further issues identified. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified.

Manufacturer narrative:
Section a5: unknown/ asked but not available. Section d6a: if explanted, give date: not applicable, remains implanted in the eye. Section d6b: if explanted, give date: not applicable, remains implanted in the eye and not explanted. Section e1: surgeon's email address and phone number: unknown/asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a minor damage to the edge of the optic, likely due to tech error when loading. The lens was not explanted. From additional information it was learnt that there was no damage noticed until the lens was in the eye so it's unclear if it was damaged in the insertion or if it was already like that. No other information is available.